Manufacturer narrative:
The reason for reoperation: rupture . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported "unknown side rupture". Device remains implanted.